Event description:
Consumer stated the switch had sparks coming out of it when pressed down.

Manufacturer narrative:
It was reported the switch emitted sparks. But based on the age of the pad we have determined this occurence was due to the age of the pad. We have also found that the switch had been repaired by the customer at some point.